Manufacturer narrative:
The reported event of failure to sense was unconfirmed while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found the helix to be extended, stretched, bent, and clogged with blood. The cause of helix mechanism issue was isolated to the helix being stretched, bent, and clogged with blood. No other anomalies were identified.

Event description:
It was reported that on (B)(6) 2022 during implant when implanting the lead, there was no atrial sensing signal. The lead issue was the lead screw cannot retract normally after repeated insertions. It was noted that the patient had morbid sinus syndrome. The lead was not implanted and was replaced. The patient condition was stable.